Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an initial implant. During the positioning of the left ventricular lead it was noted that the stylet got stuck in the lead and lead was damaged. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.